Event description:
Pt with s/p lap chole with ioc on (B)(6) 2013. On (B)(6) 2013, (B)(6) brought to my attention that the lap chole gun failed during a pre-check in operating room by dr. The gun fired and the clips were open and not closed as they should be. This is a near miss had this gun and clips been used on the pt resulting in a cystic duct leak.